Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this device sought medical assistance due to a pocket/port infection. Antibiotics were administered. No resulting adverse pt effects reported and to date, the device remains implanted and in service.